Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot number and expiration date unk). Reference other medwatch report (B) (6) for the suspect device used in the performa system.

Event description:
Caller states a (B) (6) pt received result of 42 mg/dl on the sensor system, and result of 28 mg/dl on the performa system. Pt was treated with oral glucose when the value was less than 47 mg/dl (it is not known which meter the pt was treated off of). No adverse event reported. Requested return of suspect device.